Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products: unknown persona articular surface catalog # unknown lot # unknown, unknown persona femoral component catalog # unknown lot # unknown, customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01356, 0001822565-2018-01357, 0001822565-2018-01358. Product location unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient experienced injury post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: medical product: tibia cemented 5 degree stemmed left catalog # 42532007901 lot # unknown articular surface fixed earing cruciate retaining catalog # 42511000610 lot # unknown femur cemented cruciate retaining (cr) standard left catalog #: 4250267401 lot #: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.